Event description:
Information was received from a patient (con) via a manufacturing representative (rep) regarding an external device to an implantable pump infusing unknown drug. It was reported that the patient called and mentioned they had to wait a long time to connect to their implant with the handset. It reached to 90% and then took several minutes to connect to implant. The agent had explained the long wait times to connect to implant, that it was a known issue, and there a fix was in progress. A workaround currently exists, but the patient would need to call back tomorrow ((B)(6) 2026) and speak with patient services team to clear the application log files. It was further reported that all information health care information technology (hcit) had been provided in this report. The issue was not resolved at the time of the event.

Manufacturer narrative:
Continuation of d10:product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.